Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported when using the bd pyxis medstation system, drawer failed. The customer stated that there was a delay in in dispensing medication since the nurse pulled the medications from another station until failed drawer issue was resolved, but no patient harm reported. There were no adverse events or injuries reported based on this event.